Manufacturer narrative:
Qn#(B)(4). The customer returned one introducer needle and lidstock from a cvc kit. Visual inspection of the sample revealed that the cannula had separated from the hub. Signs-of-use in the form of biological material was observed inside the needle hub. There were no cracks in the hub or remains of the cannula within the hub. Microscopic examination revealed small traces of adhesive residue in the needle hub. No adhesive residue was observed on the needle cannula. The cannula was inserted back into the hub. The needle cannula outer diameter measured 0.03550", which is within the specification limits of 0.0355"-0.0360" per the cannula graphic. The inner diameter of the hub measured 0.037", which is within the specification limits of 0.036"-0.038" per the hub graphic. A lab inventory syringe was connected to the returned needle. A significant amount of air entered the syringe barrel when aspirating, and the cannula became detached from the hub when purging. The needle cannula was able to be easily removed and re-inserted into the needle hub. A device history record review was performed, and no relevant findings were identified. The report of a needle cannula detached from the hub in use was confirmed by the customer's photo and a complaint investigation. Visual analysis revealed that the cannula had completely detached from the needle hub. Minor signs of adhesive residue were observed inside the needle hub. A device history record review was performed with no relevant findings. Based on the sample received, manufacturing (assembly) caused or contributed to this event. A non-conformance was initiated to further investigate this complaint issue. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reported that the needle hub detached.

Manufacturer narrative:
Qn#: (B)(4). Product (catalog# EU-16553-n) not intended for sale in the us. Similar product/component sold in the us.

Event description:
The customer reported that the needle hub detached.